Manufacturer narrative:
Findings: pump received with cracked case on the lcd window corners, scratches on lcd window, broken battery tube threads, cracked reservoir tube lip, scratches on the reservoir tube window, and crack on the reservoir tube. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It is reported that a customer has physical damage in the form of cracks on their insulin pump. The patient's blood glucose level was at 159 mg/dl. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. No further information was provided.